Manufacturer narrative:
Eval summary: the condition of pump with flickering display and constant beeping was confirmed. Inspection of the device found that the pump's event was confirmed. Inspection of the device found that the pump's event history contained failure code 570 which indicated that the batteries were discharged to a potentially damaging level and were therefore replaced. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reported an iniusion pump with a flickering display and constant beeping. The event was reported to have occurred during pt use. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.